Event description:
The customer reported that the system intermittently locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.